Manufacturer narrative:
E1 initial reporter phone number: (B)(6). Date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy, patients lead had high impedances. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein lead was explanted and replaced to address the issue.

Manufacturer narrative:
The report event of high impedances was confirmed. As received, microscopic inspection showed the returned lead found all the internal lead wires broken. The cause of the event is consistent with damage during use.

Manufacturer narrative:
The report event of high impedances was confirmed. As received, microscopic inspection showed the returned lead found all the internal lead wires broken. The cause of the event is consistent with damage during the implantation procedure.